Event description:
T-dap injection given (attempted) when pushing plunger, heard a "whoosh" sound; vaccine liquid was behind plunger. Pt did not receive entire dose and will be rescheduled for another dose. Same syringe / needle used to test h2o and some h2o did escape behind the plunger. Needle / syringe / vaccine saved.